Event description:
The pt reported he developed a callus over his scs ipg pocket site. The pt was advised to consult with the physician regarding surgical intervention to address the issue. Follow-up identified as of (B)(6) 2013, per the pt, the scs ipg was protruding through his skin as skin erosion had occurred. The pt was advised to go to the ER. The pt reported he covered the wound and plans to meet with a doctor to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.